Event description:
A pump display was reported to be frozen by the customer. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump based on instructions provided by technical support, but this did not resolve the issue. Consequently, technical support replaced the pump. No backup therapy was available, and the customer planned to contact a healthcare provider for further assistance.